Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. Unit passed self-test. Audio/vibrate works properly. No watchdog timeout noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a watchdog timeout. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The alarm did not clear with the escape and act button. The customer was advised to remove the battery for five minutes, then reinsert it. Customer stated display returned. The time clock was not advancing. The time was showing 30 minutes before the current time. The insulin pump will be returned for analysis.